Event description:
Patient complained of increased pain 3 months after implant surgery. The physician determined that there was subsidence and a soft tissue reaction.

Manufacturer narrative:
Manufacturing records were reviewed. Nothing in those records identified what caused or contributed to this event. Method: manufacturing records for the implant were examined. The customer feedback record was then reviewed to understand the sequence of events that occurred during implantation as related by the user and any other info provided by the field. A visual examination of the implant was performed assisted by a stereomicroscope and oblique lighting. Results: a review of the manufacturing records for the size 30m thb revealed that all applicable manufacturing specifications were satisfied.